Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this pacemaker felt that the device was bulging out and looks like trying to break out of the skin. Additionally the patient had a lot of pain at the pocket site. Moreover, the device migrated from the implant location and was confirmed though chest x-ray. Furthermore, the patient requested for pocket revision to try to eliminate the pain at the pacemaker pocket. The patient also had incident of fall a few times at home due to a bad knee. The device remains in service. No additional adverse patient effects were reported.